Event description:
It was reported when using the bd pyxis¿ medstation¿ es, system was offline on remote smart service. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was offline on remote smart service. A field service engineer (fse) mentioned that the customer resolved the issue. The system functioned as intended after the customer troubleshot the device.